Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported that during a battery replacement procedure, impedances were greater than 10,000 ohms. The battery was tested pre operatively and was fine. When tested with the multi trialing lead cable (mltc) impedances were also fine. The physician switched the lead tails and impedances were re run. Impedances on the first channel were greater than 40,000 ohms. It was further reported that post operatively some impedances were still off. The physician was concerned that connecting old leads to a new surescan was the issue. The patient had not been seen since. If additional information is obtained, a follow up report will be sent.